Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience prime 2.5x38; promus 3.5x18. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis, are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported by the patient that the stent was implanted on (B)(6) 2012, via a false lumen created in the intima, on purpose, and was stented proximal to distal in the mid right coronary artery that was totally occluded. A promus 3.5x18 was first used, followed by the xience prime 3.0x38 and finally a xience prime 2.5x38; the procedure was successful. There was no adverse patient sequela and no clinically significant delay in the procedure. The patient was experiencing angina and after angiography on (B)(6) 2012, in-stent restenosis was diagnosed in the xience prime 3.0x38. A non-abbott drug eluting stent was implanted as treatment. The patient was discharged on (B)(6) 2012, on plavix and aspirin for one year. Reportedly, the patient is feeling well. No additional information was provided.